Event description:
The patient could barely feel the stimulation. Last june the patient had a back surgery unrelated to the ins. The health care provider (hcp) stated there was ¿movement down there¿ in the patient¿s spine and they had to stop that movement. The hcp got the patient on a walker after the procedure but they could help his pain. The patient was referred to pain management which is his current hcp. The hcp reported the patient needs stimulation ¿around 8¿, he need more electric around stomach and half way down to thighs. The patient has tried other interventions such as, he had his nerves cut and had shots. Nothing has worked. The stimulation has not been working since the patient had spinal surgery last june. The stimulation was still off but he still charges the ins. An adjustment was needed. The patient would like to get the stimulation working again due to his pain symptoms and he was anxious to get an appointment for reprogramming. The patient was seen the next day and was educated on the programmer. The device was reprogrammed for coverage. It was additionally reported that the leads were reprogrammed and the patient was re-educated on how to use the ins. No issues with the system.

Manufacturer narrative:
Concomitant medical products: product ID: 748925, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1994, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 74002, lot# n202497, implanted: (B)(6) 2010, product type: adapter. Product ID: 74002, lot# n257771, implanted: (B)(6) 2010, product type: adapter. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3487a-33, lot# v001612, implanted: (B)(6) 2006, product type: lead. Product ID: 3487a-33, lot# v000960, implanted: (B)(6) 2006, product type: lead. Product ID: 3888-28, lot# j0008023v, implanted: (B)(6) 2000, product type: lead. (B)(4).